Manufacturer narrative:
H3: analysis of the wireless recharger wr9200 (serial # (B)(6)) revealed that the recharger was unresponsive. The led's scroll c continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not working. They stated that normally they would charge the patient's implanted neurostimulator over the weekend and the patient would charge themselves on sunday, but since friday night, the recharging lights on the recharger had been scrolling rapidly. Patient services had the caller place the charger on the dock and hold down the power button for 10 seconds while the dock was plugged into the ac power supply and they confirmed the green light was illuminated on the back of the dock as they did it. They then removed the recharger from the dock and attempted to turn the recharger on but the scrolling lights continued. Patient services had the patient perform a recharger reset of the recharger and the scrolling light issue persisted. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Patient services reviewed recharger best maintenance considerations and the caller said they hadn't been keeping the recharger on the dock and charging when not in use; that the rep had told them to do the opposite. So, from now on, they'd place the replacement recharger on the dock and leave it charging when not in use. They said when the issue happened, they made a video about the issue and sent it to the rep over the weekend and that rep had replied today that they were in a procedure so they had someone else call them and attempt to troubleshoot. However, the issue did not resolve so that was why they had the caller call patient services for assistance.